Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer's blood glucose reading was 522 mg/dl. Customer's current blood glucose reading was 342 mg/dl. Customer reported that the insulin pump alarmed no delivery. However, customer reported that the alarm was resolved by a complete set change. Customer declined to troubleshoot at the time of the call. Therefore, the root cause of the issue could not be determined. Product is being replaced based on the customer's request.